Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing a ventricular tachycardia (vt) which was accelerated to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) was delivered. The patient received three shocks and their rhythm was converted. Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.